Event description:
A report was received that the patient underwent a lead revision due to pain at the mid back on midline. During the procedure, the physician removed one lead which he believed that caused the pain. The patient is doing well following procedure.

Event description:
A report was received that the patient underwent a lead revision due to pain at the mid-back at the midline. During the procedure, the physician removed one lead and the clik anchor which he believed was causing the pain. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316 serial/lot #: (B)(4) description: next generation anchor kit-sterile.

Manufacturer narrative:
Device evaluation indicated that the lead passed the visual test performed. The lead exhibited normal device characteristics. Visual inspection of the clik anchor revealed a torn/missing eyelet.